Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D6b: explant date: a year ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20351221.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.